Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status in june. However, in may the monitoring voltage was 2.78 volts and the charge time was 17.4 seconds. The clinician was wondering if eri was declared too soon.